Manufacturer narrative:
Philips service replaced the hard disk spare part and planned further parts replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an image disk write issue caused fluoro storage failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.